Event description:
It was reported that the radio frequency head had poor and intermittent telemetry link-up to "any and all" devices. It was replaced, and returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found intermittent telemetry due to the cable being out of electrical specification. It was also noted that the label was missing its coating.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.